Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly. Contamination was found under the up arrow, down arrow, and contrast buttons when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.